Event description:
(B)(4). It was reported that operating room (B)(6) had a flex strip from the spring arm fall out onto a sterile tray during the middle of a procedure. It was reported the patient was a (B)(6) female, but there was no reported adverse consequences.

Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(6) 2010. Evaluation summary: after evaluation by the field service technician, it was found that the plastic covering the elbow of light spring arm 3 was slightly popped open and the flex strip at the top part was missing. The technician concluded that the flex strip fell off because the plastic molding holding it popped open due to the spring arm being moved at a certain angle. The root cause of this malfunction is likely user misuse. In this case, the flex strip was replaced at the account. This type of malfunction poses a potential serious risk to a user if the flex strip were to fall into the sterile field. However, this specific malfunction did not negatively impact the patient, and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.